Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. Vessel morphology was reported as the iliac arteries were very narrow and severely calcified. The main body and contra limb were inserted to desired location. Another MFR's balloon was used and a reliant balloon to model the seal zones. Bilateral non-compliant 8x4 kissing balloons were used to dilate the distal aorta and proximal common iliacs. The final angiogram was performed that showed a late endoleak. The physician believed it was a proximal type I endoleak (ref MFR 2953200-2011-01719) and decided to re-balloon with the complaint balloons. The endoleak improved but was still present. The physician then decided to use non-compliant 8x4 kissing balloons in the gate area. That did not change the anatomy. The balloons were exchanged for bilateral 14x4 non-compliant balloons in the gate area and in the distal neck. Then a kissing balloon technique in the proximal neck with the coda and reliant was performed. Additionally the 16x16x82 stent graft was added to the contra side because it was noted that the contra limb landed on a curve. (Ref MFR 2953200-2011-01720) the extension was ballooned as usual with the complaint balloon at the overlap junction and distal seal zone. Another angiogram showed the leak was significantly improved, but a slight late blush was still noted. The physicians decided to take no further action at this time. It was reported that there was a hematoma noted on the following day. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak, hematoma). (Very narrow and severely calcified vessels). Conclusion: (very narrow and severely calcified vessels).

Event description:
Additional information was received. The investigator has classified the endoleak as a type ii. A review of returned films 2+years post-implant revealed that the bifurcate was positioned just below the lowest right renal. The ipsilateral limb was placed into the right common iliac, and the contralateral limb into the left iliac. The proximal stent graft od was 20mm, and there was approximately 4cm length of proximal seal above the aaa sac. The stent graft aortic body was angulated 65 degrees (a-p) and 45degrees (l-r). The maximum aaa diameter was 5.0cm. Contrast was seen within the proximal end of the sac, near the right/ipsi limb, just below the level of the flow divider. The endoleak appears to be a type iii fabric endoleak. The cause of the endoleak is uncertain. There is little limb angulation in this location. Both limbs are patent and no stent compression is seen. An area of calcification is seen in the non-contrast images just lateral-right of this area of contrast, so it is difficult to discern between the endoleak contrast and the calcification. Earlier post-implant images were not available.

Event description:
Additional information was received. It was reported that 2 unites of prbc were transfused following the index procedure due to low hct. The patient¿s hct returned to normal on post-op day 1. On post-op day 2 the patient developed af. This was treated with IV medications and the patient converted to nsr 2 days later. On post-op day 3 the patient developed pleural effusion. This was confirmed to be resolved on a cxr taken one month later; no intervention was required. All off these events were assessed by the investigation to be related to the procedure but not the device. A CT with contrast done at the 2 year follow-up visit revealed an unknown endoleak. This was not noted on the radiology report, but it was noted on the physician's office visit note. The leak was described as small, and the aneurysm size has decreased compared to previous imaging. No actions were taken, and this did not result in a new clinical event. The investigator's assessment is that the small endoleak is not an issue for the patient.

Manufacturer narrative:
(B)(4).